Event description:
The pt reported being implanted with one device on the right and left hand side of their neck. The reason for device implantation was a pinched nerve on right side of their neck. Pt described that the device on the left-hand side feels as if "its touching something" and there is pressure and painful burning.